Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion with a bend of less than 90 degrees was located in the severely tortuous and moderately calcified in proximal left circumflex artery, obtuse marginal branch. Following a pre-dilation with a balloon, a 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. There was a difficulty crossing the catheter into the lesion, and when the device was removed from the patient, the stent strut was found to be lifted. The procedure was completed with another synergy xd drug-eluting stent. No patient complications nor injuries reported.

Manufacturer narrative:
(B)(6). Concomitant medical products and therapy description continuation: concomitant prod/therapy date, concomitant product/therapy: (B)(6) 2022, guide catheter - medtronic launcher 6frebu. (B)(6) 2022, balloon catheter - neich sapphire iii 1.5 mm diameter, 2.0. (B)(6) 2022, imaging catheter - terumo altaview.